Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found in backup vvi mode following cardiac surgery. The device had been exposed to cautery and MRI. The device was reprogrammed, and the patient was stable with no adverse consequences.